Event description:
A 3-4 cm spherical balloon ruptured post implantation. The pt had received 9 out of 10 treatments. The balloon was not replaced and the 10th treatment was not administered. Incident did not result in a pt injury. Balloon rupture is an anticipated adverse event per the instructions for use.

Manufacturer narrative:
Balloon rupture during brachytherapy of the breast is an anticipated event. The device was not returned to the supplier and with out the actual device an eval cannot be made. If the event the device is returned and an investigation is conducted a corrected report will be filed.